Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure a fluid leak occurred. A stabilizer and a speculum were in use during the procedure. Approximately 8 minutes into the procedure, there was a fluid loss alarm (rate of fluid loss 8cc a minute). The physician observed fluid in the vagina and a quarter size burn (degree unk) on the posterior wall of the vagina, the apex and the cervix. The procedure was aborted. The physician treated the affected area with silvadene cream. The pt is being seen daily to have the silvadene cream applied. The pt is reported to be in a little discomfort, but is healing.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.